Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via (B)(4) that a qty. 2 of ar-8978p dx swivelocks broke. It was reported that at the moment of anchor insertion, one of the tips broke. Then during insertion, one of the fork tips broke. This was discovered during use with no patient harm. The case was completed with a third anchor.